Event description:
Country of complaint: (B)(6). Complaint is that the wire is broken, as a result, the wound dehiscence. Additional info requested. Unsure if these 3 devices are involved in same incident or multiple. Device 3 of 3.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going at mfg site.